Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned and stent was found prematurely activated. The device may have become prematurely deployed by rough handling during transport or inadequate storage as well as during unpacking or preparation. Sample was provided and evaluated for the reported issue. The stent was prematurely deployed for 6mm. The device was intended to be used in left iliac vein which is an off-label used. Based on the information available, the investigation was closed with confirmed result. Based on the information available, a definite root cause for the reported complaint could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. In regards to product indication use, instructions for use stated: 'the product is indicated for use in the iliac and femoral arteries.' H10: d4 (expiry date: 04/2023), g3 h11: h6 (device, method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent placement procedure via percutaneous femoral vein, the stent was allegedly deployed prematurely. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that prior to a stent placement procedure via percutaneous femoral vein, the stent was allegedly found to be partially deployed. The procedure was completed using another device. There was no patient contact.